Event description:
It was reported that touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with support, no additional details were obtained, and customer was out of warranty and in process of obtaining new device while serial number was not confirmed and active serial number on file was used for documentation.